Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episode was noted after a short run of atrial lead noise. The noise was seen on a remote transmission, and the cause of lead noise is unknown. Patient was stable and will continue to be monitored remotely.